Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridge revealed that the reload had a full staple complement. The anvil clamping mechanism was deformed. The anvil was observed to be bowed. The reload was loaded into a pmv representative instrument for functional testing. The reload loaded, unloaded, rotated, articulated, and opened properly without difficulty. The jaws of the reload failed to close properly. The reload was then applied to test media. All staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications. Replication of this deformed anvil clamping mechanism and bowed anvil condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Based on the trend, no corrective action will be generated.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a laparoscopic low anterior resection, though the jaws seemed to have a little more gap in closed position from usual outside the patient, the surgeon inserted sulu with idrive into the cavity, clamped the rectum and attempted to fire the device; however, reload indicator was flashing green, and the device did not fire at all. Replaced by new sulu, the device worked fine.